Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2003 and mesh was implanted. On (B)(6) 2011, the patient underwent mesh removal and another mesh was implanted. It was reported that on (B)(6) 2016 the patient underwent another mesh removal. No additional information was provided.